Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy with aps, the device startup and setup worked without any issue, electrode check was performed and showed no anomality's. The procedure was started with manual, intermittent stimulation. During surgery, it was decided by the hcp that they want to use aps, continuous stimulation. Setup of aps worked without issue, baseline was created. Upon stimulation and as soon as they got close to the nerve, the message esu rauschen stummschalten appeared as if a monopolar probe was in the field. The message did not disappear again as it usually does. The surgeon confirmed that at the time of the appearance of the message, no monopolar probe was used and nothing was active. The only way to get rid of the message was to go back to the setup screen and redo the electrode check, then it worked for a few minutes until the message appeared again. The message only appeared once aps was connected, not before. The device was used in the next procedure without any issues; however, no aps was used in this case. They finished the procedure with a minimal delay of 15 minutes without using aps, no patient injury was reported.

Manufacturer narrative:
¿PMA / 510(k) # has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.